Event description:
On (B)(6) 2017, the reporter contacted lifescan USA, alleging inaccurate erratic results on the subject meter of "500, 300 and 100 mg/dl", performed within 20 minutes of each other. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.